Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges they have been experiencing head set leaks. Caller alleges it is a fault with the cannula itself. No adverse event reported. Caller does not have any used cannula's available to return; will return unused cannulas.